Event description:
One (1) pt, (B)(6), experienced irritation after using (B)(6) disinfecting lens care solution. The pt also stated that three (3) pairs of contact lenses were damaged due to the product.